Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an aaa procedure, the hemostatic valve leaked upon removal of the dilator. The device was removed and another of the same device was used to successfully complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation during the course of investigation, a dimensional verification, functional test, along with a review of the complaint history, manufacturing instructions (mi) quality control (qc) and a visual examination of the returned product was conducted. The examination of the returned product noted the dilator was inserted into the sheath. The device was leak tested and it was confirmed to leak through the valve. Upon further investigation of the valve, the silicone disc had dislodged within the check-flo body, which caused the device to leak. Per quality control in-process and final inspection for check-flo introducer, there is a 100% confirmation of the correct proximal check-flo assembly. It is confirmed that the disc is correctly positioned in the check-flo cap and that the assembly is clan and free of debris. The device is also 100% leak tested. Based on the information provided and the results of the investigation, we are unable to determine with certainty the root cause for the dislodged valve. It is possible it could have occurred during preparation for the procedure or during transport. The internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a aaa procedure, the hemostatic valve leaked upon removal of the dilator. The device was removed and another of the same device was used to successfully complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require additional procedures nor experience any adverse effects due to this occurrence.